Event description:
It was reported that a user experienced recurrent hypoglycemia after transitioning to a replacement ilet, with events associated with late and incorrect meal announcements that resulted in insulin stacking and a post-lunch low following an overestimated meal announcement. Symptoms included low blood glucose to 40 mg/dl with associated alarms disrupting sleep. Outcomes included treatment of hypoglycemia with fast-acting oral carbohydrates, approximately 30 minutes spent below range, and no medical intervention or hospitalization. Investigation included complaint intake, user education, and review of use patterns related to meal announcements. Investigation of this case revealed user-use error related to delayed and inaccurate meal announcements that led the algorithm to deliver correction insulin prior to the meal entry, followed by additional meal insulin, which contributed to hypoglycemia; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction/use error in meal announcement timing and size selection, with device functioning as designed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.